Manufacturer narrative:
The reported event, metal shavings in the collet, was confirmed. Upon disassembly, the service technician visually found metal shavings in the collet. Based on risk documentation and similar past cases, wear over time can cause or contribute to metal shavings. The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.

Event description:
It was reported that during device evaluation conducted at the manufacturer facility metal shavings were found in the collet. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.